Manufacturer narrative:
During investigation of the returned sample it was confirmed that the guidewire is uncoiled and additionally determined that the adhesive ending on the side of the j-tip is missing. The guidewire core was determined as complete. A diminution at the fracture of the core, the rough surface and the bent on the side of the straight end, indicating a tear off, are seen as marks off application of excessive force by the user. A review of the DHR could not identify any non conformities or deviations relevant to the reported issue. No further complaints were received for this batch. Considering the issue description, investigation results and experience it is considered as likely that a handling error by using excessive force is the root cause. As the IFU states: "use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously."

Event description:
During picco catheter's insertion procedure, guidewire was found uncoiled when withdrawing it. The catheter was replaced immediately. No harm or clinical consequences occurred. Manufacturer reference#: (B)(4).